Manufacturer narrative:
(B)(4) a dimensional, visual and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges having difficulty passing a suction catheter. Upon inspection the tube was crimped/kinked. No patient injury.

Manufacturer narrative:
(B)(4). One partial unit of catalog number 5-10407 (et tube, uncuffed, 3.5) was received for analysis. The sample was received without the tube; it was only the 15mm connector that was received. A visual exam was performed and it was observed that the connector was cut. Based on the visual exam, the reported complaint could not be confirmed. Only the 15mm connector was returned; therefore, it could not determined if the suction catheter was difficult to pass through the et tube.

Event description:
The customer alleges having difficulty passing a suction catheter. Upon inspection the tube was crimped/kinked. No patient injury.